Event description:
It was reported by the consultant anaesthetist who was caring for the patient. They stated the patient did not have a known chlorhexidine sensitivity. He cleaned the skin with chlorhexidine first and within 30 seconds of him inserting the line, the patient went into cardiac arrest. The line was removed immediately and the patient was successfully resuscitated. The patient was awaiting skin testing to determine the cause of the reaction. This physician believes that the antimicrobial properties of the arrow lines far outweigh the potential risk of sensitivity and he will continue to use the lines.

Manufacturer narrative:
(B)(4). Sample will not be returned.